Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - this pc is related to (B)(4) which reports dislocation after the primary surgery. This pc reports the breakage of the liner after the revision surgery. It was reported that on (B)(6), 2011, the primary surgery was performed. After the surgery, the dislocation was confirmed. The event date is unknown. The revision surgery was performed on (B)(6), 2016, to replace the liner, the head and the stem. After the revision surgery, the liner in question was broken. The event date is unknown. The revision surgery is scheduled on (B)(6), 2023, to replace the cup, the head and the stem in question. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found wear/scratches on the convex surface of the device, this type of damage suggests there was some type of debris between the liner. Additionally, edge loading can be noted which could have lead to accelerate wear on that area, however no fracture was observed during investigation. Some type of debris still remains in the edge of the liner. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the [pinn mar eto neut (B)(4)] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a device history record (DHR) review was performed for lot# c39780 and nothing indicative of a device nonconformance was identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports dislocation after the primary surgery. This pc reports the breakage of the liner after the revision surgery. It was reported that on (B)(6) 2011, the primary surgery was performed. After the surgery, the dislocation was confirmed. The event date is unknown. The revision surgery was performed on (B)(6) 2016, to replace the liner, the head and the stem. After the revision surgery, the liner in question was broken. The event date is unknown. The revision surgery is scheduled on (B)(6) 2023, to replace the cup, the head and the stem in question. No further information is available.